Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that the insulin pump alarm for software error and watchdog timeout. Customer also stated that it is making a buzzing noise. Customer states the alarm did not occur right after a battery change or during prime. Last blood glucose value is 212 mg/dl. Nothing further reported.